Event description:
It was reported declot of a graft in a male patient's left forearm was being performed in the outpatient center. The patient was 6'2" and weighed (B)(6). During the procedure the physician noticed the tip was detached from the basket. A snare was used to retrieve the tip from the patient. Another ptd was used to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported. Another ptd was used to complete the procedure.

Manufacturer narrative:
(B)(4).